Event description:
It was reported that during transeptal puncture, the wall of the aorta was punctured. Medical intervention was administered with no add'l info on the type of intervention administered. It was reported that the pt was in stable condition. It is still unclear whether or not a biosense webster product was involved.